Event description:
It was reported that outside of surgery during kit inspection the rotation of the device was unstable. There was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: the device did not turn on and the motor and switch were replaced to resolve the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.